Manufacturer narrative:
Hospital rearmed circuit breaker; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that phase l2 was missing, and geometry movements were partly available on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.